Manufacturer narrative:
The device was returned for evaluation. The device history record (DHR) showed no abnormalities related to the reported failure. The investigation of the device confirmed the reported complaint . With respect to the complaint, it was confirmed the returned unit did not meet all specific functional test. The unit received with the mayfield 2 lock has up and down movement and the teeth are grinding when rotated; the observed condition is likely caused by wear and tear/ improperly handling of the device. The definite root cause cannot be reliably determined. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. UDI # (B)(4).

Event description:
A customer reported that the a3059 mayfield composite series skull clamp does not spin or unlock when under tension. There was no known patient injury or delay in surgery.